Event description:
It was reported that during an unknown procedure, the tissue was cut, but the device did not staple. When the surgeon removed the device, there was a hemorrhage. The patient lost 1 liter of blood. Bleeding was stopped and the procedure was completed with manual clamp and suture.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.